Event description:
Based on the results of the device evaluation, the device met longevity requirements based on patient's therapy parameters. This issue is no longer a reportable event.

Manufacturer narrative:
A longevity calculation was performed using the cp longevity estimate tool and the patient parameters. Using program #1 which was the most frequently used (705 days or 96% of the time). The results showed the longevity would be approximately 2.00 years. The device had provided 2.02 years of stimulation at the time of end of service (eos) which falls within the allowable longevity calculation range the reported event the ipg no longer provided therapy was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. When the device declares eol, the ability to program the device and stimulation therapy is inhibited. This was likely perceived as the ipg being inoperable.

Event description:
It was reported that the patient's scs ipg had reached its end of service and was no longer providing therapy for the patient a couple months prior to explant, approximately in (B)(6) 2020. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.